Event description:
This spontaneous case report was a translation of german lay press which was received on (B)(6) 2014 regarding women who had essure inserted and experienced adverse events in united states. Events occurred with fetus was reported on case (B)(4). The reporter provided ultrasound photos of fetuses, and a photo showed an unborn (pregnancy with essure - device ineffective), on whose neck a metal rod infected, apparently part of a broken coil. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: when a term like "broken coil" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken". Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: lack of effectiveness may occur with the use of any product and pregnancy may occur during any contraceptive use. Both of these reported events are possible undesirable events with the use of essure and are not necessarily indicative of a quality defect. This case also reported breakage which is not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that a breakage event is an anticipated event. Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced a pregnancy with essure (device ineffective); also ultrasound photos showed apparently part of a broken coil on the neck of the unborn. Broken coil, regarded as a device breakage, was considered serious due to medical importance and regarded as a near-incident as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. This event previously considered unlisted according to reference safety information for essure, was, upon receipt of product technical investigation (ptc) updated to listed (anticipated). The remaining events are listed and non-incidents. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this particular case, it was not reported the date of insertion of essure and the date of conception or gestational age. Therefore a causal relationship between the reported pregnancy and essure cannot be assessed. Regarding the remaining event, single cases of essure breakage have been reported, mainly during difficult insertions. For this case a device breakage was suspected in ultrasound photos, although this event was not confirmed given its nature a causal relationship with the suspect insert cannot be excluded. A ptc analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of essure. No further information is expected since this is a lay press case (news media).

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).